Event description:
It was reported that during a gastric bypass procedure, the devices were leaking air. The staff and rep could hear the leaking from the devices, coming through the housing when torque was applied. Another insufflation machine was wheeled into the room and was used to complete the procedure. No adverse consequences reported. (B)(4)

Event description:
It was reported that during a breast biopsy procedure, the probe was inserted into the patient and the first biopsy sample was retrieved. There was no sample retrieved with subsequent cuts. User changed to a new probe and procedure was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We are unable to conclude what caused the reported event. Please note that it is known from the history of the trocar that if the leaking occurs between the universal seal cap and trocar housing/cannula during manipulation of inserted devices, this is potentially a result of instrument torque. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (c) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (d) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.